Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was an attempted lead due to high capture threshold, loss of capture, pacing inhibition and sensing issues. There was no information regarding the impedance measurement and no further information was available. A different ra lead was implanted successfully. No adverse patient effects were reported.